Event description:
It was reported that the rotalink plus catheter became stuck to the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 1.5mm rotalink plus catheter was used with a rotawire drive to treat the lesion. After atherectomy the devices were noted to be stuck together. The devices were removed together. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the rotawire drive was returned. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the spring tip was stretched. Functional testing was performed by attempting to reinsert the returned rotawire into the returned rotablator device. The wire was able to be inserted and removed with no resistance or issues. Product analysis did not confirm the reported stuck guidewire, as the returned wire was not received within the device, and was able to be inserted and removed with no issues.

Event description:
It was reported that the rotalink plus catheter became stuck to the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 1.5mm rotalink plus catheter was used with a rotawire drive to treat the lesion. After atherectomy the devices were noted to be stuck together. The devices were removed together. The procedure was completed with another same device. No patient complications were reported.